Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The battery out limit alarm could not be verified due to unresponsive keypad/buttons. Device had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. They removed and reinserted the battery and received a battery out limit alarm and were not able to clear it. Blood glucose value was 35 mg/dl; treated with food. Mother mentioned that the customer was wearing the device in training bra but typically will wear it with the case to protect the keypad. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.